Manufacturer narrative:
Concomitant medical products: product ID: 3887-28, lot# l65295, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-09, lot# n195110, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: accessory. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare professional reported that impedances were "bad" in (B)(6) 2015, but the patient was receiving therapy prior. The healthcare professional also reported that the battery was old; the bad impedances probably "ate the battery." It was further reported that the patient's implantable neurostimulator (ins) and leads were replaced. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included other chronic/intract pain (trunk/limbs).